Event description:
Senseonics was made aware of an incident where user reported that the top portion of his transmitter appeared to be melting. The user stated that they were repeatedly exposed to high-temperature kitchen equipment and subsequently observed cracking and apparent melting at the top of the transmitter. The user did not report any patient harm or adverse event. An RMA was authorized for the return of the transmitter for further investigation.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
The user reported that their smart transmitter began melting and cracking on the top portion of the device after repeated exposure to hot kitchen equipment. Investigation found that transmitter was working fine as expected and log file analysis confirmed there were no temperature related anomalies during the entire period of usage. Visual inspection confirmed that the housing near the charging port was damaged / slightly melted. The issue is likely to be related to the reported repeated exposure to hot equipment.